Manufacturer narrative:
This report is submitted on april 8, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to an infection and mild necrosis at the implant site subsequent to a trauma to the site. Following explant, the patient was treated with IV antibiotics for a duration of one week, followed by a four-week course of oral antibiotics. It is unknown if the patient was reimplanted, as of the date of this report.

Manufacturer narrative:
It was reported that prior to explant the device had extruded. This report is submitted on (B)(6) 2020.